Event description:
Physician performed silverhawk by doing an antegrade stick. The device was introduced 6 times with a 6fr sheath. The last introduction was difficult. The nosecone of the device broke off and was left in the body. The doctor located the nosecone in the peroneal and stented it against the wall.